Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 9262947. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Functional testing was performed on the retention samples for the reported lot number. The results did not indicate the presence of any abnormalities in the tested units for leakage. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage. The following information was provided by the initial reporter: during the puncture, the nurse found that blood was leaked from the septum after removing the needle confirm with the operating nurse that there is no secondary puncture.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage. The following information was provided by the initial reporter: during the puncture, the nurse found that blood was leaked from the septum after removing the needle confirm with the operating nurse that there is no secondary puncture.